Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's 2nd personal profile was missing from pump settings. There was no reported adverse impact. Multiple follow up attempts were made by tandem technical support to determine the cause; however, the customer did not respond.